Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-15. H6: investigation summary: one used sample and one representative sample were received by our quality team for evaluation. Upon visual inspection of the used sample it was observed that the valve had moved towards the cannula hub luer side. Upon visual inspection, valve injection test, and the catheter adapter leak test, no abnormalities or leakage was observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#1379444 has been initiated to address this issue. H3 other text : see h.10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage from the injection port. The following information was provided by the initial reporter: the membrane in the port is loose. The catheter is therefore leaking from the port. This is an ongoing problem and there has been other complaints about the same ref number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage from the injection port. The following information was provided by the initial reporter: the membrane in the port is loose. The catheter is therefore leaking from the port. This is an ongoing problem and there has been other complaints about the same ref number.